Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusions: a direct correlation between the reported event and (B)(4) cannot be conclusively determined. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No additional information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was transfused one unit of packed red blood cells due to low hemoglobin. There were no obvious signs of bleeding or hemolysis. The transfusion caused an appropriate rise in hemoglobin. The event reportedly resolved (B)(6) 2019. No further information was provided.